Manufacturer narrative:
Requested patient information 11/02/20, 11/03/20, and 11/05/20. No patient information provided to date. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.